Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted for hemolysis with a lactate dehydrogenase (ldh) level in the 600 range (their baseline is approximately 350). The log file was filled with pulsatility index events. Trending of power and flow was unremarkable. Pulsatility index was trending upward. It was also noted that the patient appeared to be sleeping with their device powered by batteries, which is not recommended. As of (B)(6) 2021, no cause had been determined for the patient's hemolysis. Their ldh remained elevated in the mid 500s. An echocardiogram showed adequate left ventricular unloading. Urinalysis was negative. The patient had no symptoms, but was placed on bivalirudin briefly. Antibiotics were changed to reduce the possibility of pancreatitis/transaminitis. On (B)(6) 2021, another log file was reviewed. This file captured a single low speed advisory on (B)(6) 2021 that was the result of a brief manual speed drop below the low speed limit. In addition, there were a few unsustained power/flow elevations on (B)(6) 2021 and (B)(6) 2021.

Event description:
The cause of the elevated pump power was not identified. The device was otherwise operating as expected. The patient was asymptomatic. The elevated lactate dehydrogenase (ldh) was determined to be medicine-related. The patient was admitted from (B)(6) 2020 to (B)(6) 2020 for positive blood cultures. The source of the infection was unknown but the suppressive antibiotics were thought to have caused the elevated ldh. The patient's medication was changed. The patient is otherwise doing well. The account planned to continue ongoing monitoring per standard of care.

Manufacturer narrative:
Section b5: the (B)(6) 2020 admission is reported in MFR. Report #2916596-2021-02501 manufacturer's investigation conclusion: although a specific cause for the report of hemolysis with elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation; however, it was reported that the cause of the elevated ldh was medication-related. Review of the submitted log files confirmed power elevations; however, a specific cause for the power elevations could not be conclusively determined. A direct correlation between heartmate ii left ventricular assist system (lvas) and the reported event could not be conclusively established through this evaluation. The submitted log files collectively contained data from (B)(6) 2021 through (B)(6) 2021 and found that the pump operated at the set speed without issue. Transient power and estimated flow elevations were captured on (B)(6) 2021 and (B)(6) 2021. Of note, a few of the elevations were captured during pulsatility index (pi) events. The system appeared to be operating as intended, and there were no notable alarms active in the log file. The patient remains ongoing on the device with no further related issues reported at this time. The heartmate ii lvas instructions for use (IFU) lists adverse events that may be associated with the use of heartmate ii lvas, including infection. This document outlines all pump parameters and explains that power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, the IFU and patient handbook both provide information regarding how to prevent and control infection. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.